Event description:
It was reported that the customer had an issue with the sensor. Customer stated that the sensor was reading at 51 mg/dl, but when she checked her blood glucose level, it was at 111 mg/dl. Customer stated that pump began alarming low and went into threshold suspend. Differences between sensor glucose and blood glucose levels were not within an acceptable range. Customer stated that they noticed bent cannulas on the previous sensor yesterday. Customer was advised to monitor the issue. Customer stated that the sensor that was removed yesterday was bent and they no longer have it to return for analysis. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.